Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump slipped off of customer's belt and the pump was stepped on causing the touch screen to become cracked. Customer is unable to see anything on the pump touch screen due to the damage. Customer's blood glucose was 264 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.